Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular channel lead noise was noted on the patient's system. On (B)(6) 2018, the implantable cardioverter defibrillator was explanted and the right ventricular lead was capped. A replacement device and right lead were implanted. The patient was stable throughout.

Manufacturer narrative:
External insulation abrasion was noted at (B)(4)cm from the pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise. Correction: the previously reported - describe event or problem which noted the lead was capped was incorrect. The correct information is that the lead was explanted. The previously reported - date of explant of blank was incorrect. The correct information is (B)(4), 2018.

Event description:
New information received noted the right ventricular lead was explanted and replaced (b))(4) 2018.

Manufacturer narrative:
Correction: the previously reported patient could should have included palpitations.

Event description:
New information received noted the patient experienced palpitations.